Event description:
Pt with ICD implanted in 2004 presented to the ER with multiple inappropriate ICD shocks over 2 days. The pt rec'd a shock in the ER. Interrogation of the device by the MFR rep showed the device in fallback mode. The device therapy was programmed off-monitor only, however, shortly after the pt rec'd another shock while in sinus rhythm. Reinterrogation of the device showed an error message, and the device had reactivated therapies and delivered inappropriate therapy. This sequence was repeated with the device detection off and again the pt rec'd a shock inappropriately within mins. The device again found to have reactivated detection and therapies. The device therapies could not be maintained off, nor could inappropriate shocks while asymptomatic in normal sinus rhythm be prevented. Based on this, the pt was taken that night for emergent ICD pulse generator replacement. The lead connections were normal and at 1 point began to charge.